Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device did not stop delivery when the stop key was pressed. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not completed. (B) (4).(B) (4).